Event description:
It was reported that during an original artificial urinary sphincter implant surgery, the case was aborted due to a urethra perforation. No device was implanted. A foley catheter was inserted so the urethra could heal. The patient is doing ok.